Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#3006705815-2017-00565. It was reported stimulation was lost on the right side of the patient's body due to migration of the right lead to the pocket. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein both leads were explanted and replaced with new models. Stimulation was restored postoperatively thus resolving the issue.